Event description:
It was reported by the pt's attorney that as a result of having the products implanted, the pt experienced significant mental and physical pain, undergone multiple surgeries and revisionary procedures, sustained permanent injuries, erosion and scarring.

Manufacturer narrative:
The device, the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding disfunctions. These conditions may be associated with over-correction/too much tension placed in the implant. Perforations or lacerations of vessels, nerves, bladder, vowel, urethral, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events : complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain and described a feeling of a super tight band, and felt her vaginal bulge was still present. On exam patient was tender in area where she described the band and tissue was friable, at this time a surgical revision was discussed. Patient continued to suffer with incontinence, pelvic pain, pressure, back pain, referred for pain management with some success with use of medications. At the time of first mesh removal, the entire mesh was not able to be removed due to muscle and tissue growth. Patient develop mesh extrusion after the first excision. Patient was returned to surgery and multiple mesh extrusions were found, as well as pelvic organ prolapse. Patient developed pain in legs and insisted the remaining mesh particles be removed to relieve her symptoms. Patient had three procedures to relieve her pain. Patient developed bladder spasms and urinary tract infections, but patient had been self catheterizing to prevent incontinence. Patient continued to be treated by pain doctor and at one point expressed she contemplated suicide because of the pain related to the implant. Reported pain in abdominal and vaginal regions, urinary retention, difficulty voiding, tingling in toes, fever, myalgias, nausea, sweats and vomiting. Patient was hospitalized for meningitis, diverticulitis and mesenteric adenitis. Patient had several abdominal procedures prior to implants so abdominal pain and diagnosis are difficult to correlate to implant. Patient continued with premarin cream and was given referral for physical therapy.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.